Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient receiving intrathecal compounded baclofen (concentration 5000mcg/ml; dose 1752mcg/day; lot unknown) via an implantable infusion pump. Indication for use was intractable spasticity and stroke. The patient presented to the emergency department on (B)(6)2016 with symptoms of a seizure, as reported by his wife. The patient subsequently underwent magnetic resonance imaging (MRI). Following the MRI, the pump was interrogated and revealed a motor stall and recovery consistent with the patient subjected to MRI, as reported by the hospital. The stall was less than 2 hours. It was unknown if the seizure was related to the pump and it was not indicated by the emergency physician. It was unknown if the issue was resolved. No surgical intervention occurred and it was unknown if any was planned. Patient status at the time of the report was unknown. A supplemental report will be submitted if additional information is received.